Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).

Event description:
The customer reported observing a clear, transparent liquid leaking out of the system solution drawer of their alinity m system. The customer found leakage inside in the system solution drawer and outside the instrument. The leakage was outside the instrument footprint. The customer explained that the liquid is corresponding to diluent. The diluent reservoir was failing to fill. When the customer did load a new bottle of diluent, the transfer was initializing and then they heard a weird noise and saw the leakage. The instrument gave a message error of failing transfer. A field service engineer (fse) was dispatched for further troubleshooting. The fse found that the dual sensor of the molecular-grade water mgw reservoir was damaged. The reservoir was already full when trying to transfer a new bottle of diluent. The reservoir sensor was replaced. All checks and calibrations passed. The customer was wearing personal protective equipment (ppe). There was no report of injury or any actual exposure to the leaked liquid. There was no patient involved as the leak was identified by the alinity m system user.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. This incident is being reported to FDA because the incident occurred internationally using the alinity m system, list 08n53-002, which is also us FDA approved.